Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device powering itself on. No patient involvement.

Event description:
Device powering itself on no patient involvement.

Manufacturer narrative:
Awareness date corrected to (B)(6)2012.

Manufacturer narrative:
The device history records for the sam 300p were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2010. The random nature of the events stored in the memory and the 10-minute timeouts, would suggest the device was switching on automatically. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device powering itself on. No patient involvement.